Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted during the testing. The insulin pump received with broken battery tube threads. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratches on lcd window. The insulin pump received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that she heard a noise that sounded like an alert. The customer's blood glucose was 94 mg/dl at the time of incident. The customer recalled that she was playing with her grandson when the event happened. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.